Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided on the final report. Further information was requested but not received.

Event description:
It was reported that the implantable pulse generator (ipg) was unable to establish communication with the patient controller (pc). Patient recently underwent an unrelated procedure event for which the therapy was turned off however the device was not placed in surgery mode. It was suspected that the device was in service app mode. The ipg was able to be recovered on (B)(6) 2019 and communication was established with the ipg and the pc and the clinician programmer.